Manufacturer narrative:
Additional contact: university medical ctr: (B)(6). Address: (B)(6). Name: (B)(6). Email: (B)(6).

Event description:
Information was received indicating that while in use of the smiths medical cadd legacy plus pump exhibited error 1660. No patient consequences were reported. No adverse effects were reported.